Manufacturer narrative:
The device is being returned and an investigation is ongoing.

Event description:
The quantum ventilation module units were functioning as expected; however, when the level sensor was connected to the qvm, it failed to operate properly. When the protected/safe level safety was engaged, the led on the level sensor did not illuminate when fluid was present.

Manufacturer narrative:
Preliminary results showed that with no level sensor connected, the system displays level 2 on qws and spt. When the level sensor is connected, the system displays level 0, and no light is emitted from the sensor. This indicates a potential fault with the pcba - fpl. Root cause and investigation summary with follow in final report.

Event description:
The quantum ventilation module units were functioning as expected; however, when the level sensor was connected to the qvm, it failed to operate properly. When the protected/safe level safety was engaged, the led on the level sensor did not illuminate when fluid was present.

Event description:
The quantum ventilation module units were functioning as expected; however, when the level sensor was connected to the qvm, it failed to operate properly. When the protected/safe level safety was engaged, the led on the level sensor did not illuminate when fluid was present.

Manufacturer narrative:
Preliminary results showed that with no level sensor connected, the system displays level 2 on qws and spt. When the level sensor is connected, the system displays level 0, and no light is emitted from the sensor. This indicates a potential fault with the pcba - fpl. The device has now been returned and the root cause and investigation summary will follow in a final report.